Manufacturer narrative:
Insertion post fractured at the pre-defined breakage point as too much force was applied during implant insertion by the user. IFU should have been consulted. This is an intended safety feature to prevent too much force to be applied to the implant.

Event description:
Insertion post fractured. During this procedure the dental implant was removed and no new implant was placed.